Manufacturer narrative:
Revised section b5 with detail of explanted side reported. No impact on the outcome of the investigation or the adverse event coding. Uromedica complaint # (B)(4).

Event description:
Unilateral (left-side) balloon erosion in a proact patient, necessitating explant.

Manufacturer narrative:
The patient presented at the ER with the balloon erosion at a hospital in (B)(6) . The device was explanted by (B)(6) at an unknown facility. In (B)(6) opinion, the previously placed 24f catheter for an unrelated medical event may have contributed to the device erosion. Uromedica complaint- (B)(4).

Event description:
Unilateral balloon erosion in a proact patient, necessitating explant.